Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections, including the image processor pcb, gpos (general purpose operating system) cpu assembly, rtos (real time operating system) cpu assembly, and associated cine connections were evaluated and reseated. Software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error resulting in a loss of cine playback functionality. No patient serious injury or death was reported related to this event.